Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. The device was explanted and replaced. Device will be returned.

Event description:
Healthcare professional reported ¿removal of broken device¿. Later healthcare professional reported "capsular contracture baker grade ii". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and rupture was received on january 26, 2026 with lot number 2952451. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed brooken device through microscopic inspection assessed as surgical damage and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿removal of broken device¿.

Event description:
Healthcare professional reported ¿removal of broken device¿. This record is for an unknown side. The device was explanted.